Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing. There was no report of medical intervention during the investigation, manufacturer observed that unknown white and brown contamination (dust-like) at the air inlet of the blower box. Unknown white contamination (dust-like), in the iso port (international organization of standardization.) Unknown white contamination (dust-like) and (hair-like) on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. Also unknown yellow residue inside the bottom enclosure. Unknown white and tan contamination (dust-like) in the bottom of the blower box. Blower motor has rub marks inside the blower motor housing. Both sides of the blower box had sound abatement foam that looked like they had moisture. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box d: device avail. For eval?, date returned has been updated. In box g: device eval. By mfg and device avail. For eval? Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component grid and conclusion code grid has been updated. In box a: in previous report date of birth, age, weight, ethnicity and race mentioned wrongly, in this report mentioned as correctly. And also in box e: init. Report sent to FDA made change as no information.